Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part #03.614.019, synthes lot#5313162. Release to warehouse date: 16-nov-2006. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event; during an initial c1-c4 fusion on (B)(6) 2017, a synapse stardrive screwdriver shaft t15/self-retaining qc tip did not function appropriately intraoperatively, the tip appeared rounded off/stripped. This was noticed prior to inserting a screw. The procedure was completed with a same/like device. No surgical delay. No reported adverse events. Patient status is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned. An evaluation of the returned device was completed. The returned t15 stardrive screwdriver was received in decent condition without noticeable damage which would prevent the shaft from engaging with t15 screw recesses as intended. A mating t15 screw was not available to perform a functional test and replication of the complaint condition was therefore not achieved. Upon magnified inspection of the tip of the shaft, it was confirmed that no damage was noticed in the most distal portion of the stardrive tip, which could have contributed to the complaint condition. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned device was manufactured on 16nov06 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part. Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. A change to the specific type of stainless steel which is used when manufacturing shafts was implemented on (B)(6) 2007 in order to accommodate the manufacturer¿s supply of materials, but it is possible that the change in material could have impacted the overall durability of stardrive tips manufactured after the change was effective. Based on the available information, it is not possible to determine a definitive root cause for the complaint condition, but it does not appear to have occurred due to a design related issue, nor based on any noticeable damage to the stardrive tip of the returned shaft. The complaint description indicated that the reporter indicated that the tip of the shaft appeared to be rounded off/stripped, prior to inserting a screw. Upon inspection of the tip of the returned shaft and comparing it to the associated drawing there is a bit of a roundness incorporated in the design of the stardrive tip and it is possible that a medical professional unaware of the intended design of the stardrive tip assumed that it was rounded, even though it does not exhibit damage which would prevent it from functioning as intended. Some minor tool marks were noticed midway up the flutes of the stardrive tip. The marks were away from the distal tip which is the only portion of the shaft which is intended to engage with screws with t15 recesses, but it is possible that the post-market marks contributed to the reporter¿s visual dissatisfaction with the returned shaft. In terms of the shaft not functioning as intended, it is possible that if the stardrive tip was inserted into a t15 screw recess which was stripped and/or not aligned properly with the recess, it could have confused the reporter into thinking that there was an issue with the shaft¿s ability to retain the screw, when in fact that was not the case. Corrected data: reporter city. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.